Manufacturer narrative:
(B)(4): the lot was manufactured may 28, 2015- may 29, 2015.a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of a large volume infusor ruptured during infusion. The device was filled with cefepime. There was no patient injury or medical intervention associated with this event. No additional information is available.